Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have not worn the aligner for a few years due to jaw issues and being informed that they might have been causing their migraines. They want to restart treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.